Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na h3 other text : the clip remains in patient.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was advanced and the final arm angle (faa) was successfully performed; therefore, the clip was deployed. After deployment, the clip reopened to roughly 30 degrees. An additional clip was implanted to stabilize the implanted clip and reduce mr. A total of two clips were implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.